Manufacturer narrative:
(B)(4). The opt944 optiflow adult nasal cannula is used to deliver humidified oxygen to patients. The opt944 optiflow adult nasal cannula consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt944 optiflow adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt944 optiflow adult nasal cannula was detached from the swivel connector. Conclusion: we are unable to determine what caused the detachment of the opt944 tubing. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt944 optiflow adult nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare (f&p) field representative that the tubing of a opt944 optiflow adult nasal cannula broke from the connector during use. There was no patient consequence.